Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of system monitor touchscreen being off and unable to change speed setting was not confirmed. The returned system monitor, serial (B)(6), operated on a mock circulatory loop for an extended period of time and accepted all commands without any issue. The device underwent full functional checkout and passed all steps without any issue. The device was returned to the rental pool. A root cause of the reported event was not determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 19may2017. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor touchscreen was off causing the user to be unable to change the speed setting.